Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys go device was not pulling away any fluid from the wound of the patient and that blood could be smelled around the dressing. The re were no visible alarms and the device was flashing green. Patient stated that the dressing felt tight and was painful. Pump was working fine until that day. It is unknown how the procedure was completed, or if there was a delay. No patient harm reported. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be the dressing integrity was compromised. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.